Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: returned product consisted of a quantum maverick balloon catheter. The tip, balloon, markerbands, bonds, and inner shaft were microscopically and visually examined. There was blood in the inflation lumen and balloon. The balloon was loosely folded. Microscopic examination of the balloon revealed a 3 mm longitudinal tear in the balloon wall at the distal end of the balloon. Microscopic examination presented no irregularities in the balloon material that could have contributed to the damage. Inspection of the remainder of the device revealed no other damage or irregularities. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 28-jun-2017. It was reported that crossing difficulties were encountered. The target lesion was located in a coronary artery. A 2.25 mm x 12 mm quantum¿ maverick¿ balloon catheter was advanced but failed to cross the lesion. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed a longitudinal balloon tear.